Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The discovered "door not fully latched" alarm was determined to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanism assembly. The front case assembly was replaced.

Event description:
During baxter's device evaluation, the device displayed a "door not fully latched" alarm. There was no patient involvement.